Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was showing duplicate errors across the entire drawer. The field service engineer (fse) reseated the retractor band and row board cable. The fse tested the drawer in hardware test application and allowed the customer to remove medications from the cubies. The fse also assisted with removing the duplicate errors by following the recovery process. Each pocket had four duplicates per cubie. Afterward, the customer was able to reload the medications into the cubies, and everything functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, there was duplicate address. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, there was duplicate address. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.